Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the insertion handle of the femoral stem impactor broke off during placement of the femoral implant. The broken piece became lodged in the anterior soft tissue in the distribution of the psoas muscle. The very small insertion handle tip was located via c-arm. The surgeon made several attempts to reach the tip from the posterior incision without success. It was decided that given the small size and extra-articular location within the anterior soft tissue, making an anterior incision to retrieve the tip would create more risk than potential benefit so the tip was left in place. Attempts have been made and no further information has been provided.